Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the patient was lying awake at a local rehabilitation center, the system controller displayed a red heart alarm for a period of approximately four minutes with the system displaying low flow and pump off. The patient reportedly denied moving or manipulating anything. Initial troubleshooting by the staff at the rehabilitation center did not reveal any immediate findings. The patient was reportedly hypotensive during the event and was urgently transferred to the hospital where the patient was switched to the backup system controller.

Manufacturer narrative:
The patient remains ongoing on lvad support without any further issues. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.